Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances on electrode 8, but that electrode 8 was not being used. No action was being taken to address the issue. No patient complications were reported.